Event description:
It was reported that the device was elected to not be used for an implant, and when the device was checked the following day the battery level bar had changed to gray. After waiting two days, the device was rechecked and the battery level bar was still gray. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Also, performance data collected from the device was received and analyzed and this device had almost 6 hours of telemetry c time, as indicated in the raw device memory file. (B)(4).